Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was observed to be jumping. The contact reported the battery dropped from 50% and later shut off due to insufficient power. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
Additional information was received 3/26/2018 the battery gauge issue continued. The customer reported the battery gauge jumped from 10% to 45% then later depleted fully and shut off from 45% overnight. The customer woke up with blood glucose of 379 mg/dl and ketones.